Manufacturer narrative:
Other: cannot rotate hip. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device caused or contributed to the reported event or not, we are filing this report for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via social media that the patient underwent surgery to fuse patient's sacroiliac (si) joint as the patient was suffering with pain from 9 years due to she met with a car accident. The doctor fused patient's pelvis by using our screw. Post-op, the patient complained that she cannot rotate her hip externally. Also, the device is still inside the patient's body.